Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed through fluoroscopy. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure wherein one lead was explanted. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed through fluoroscopy. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure wherein one lead was explanted. The patient was doing well postoperatively. Additional information was received that the explanted device will not be returned.